Event description:
It was reported that "the plastic hub detached from the puncture needle during removal and remained on the patient's skin." No medical intervention was required. No patient harm. The patient's condition was reported as "unchanged". It was reported the device was in contact with softasept disinfectant.

Manufacturer narrative:
(B)(4). The customer returned one 18 ga introducer needle and lidstock for evaluation. Visual inspection of the needle revealed the hub had broken and separated from the cannula. The point of separation was rough but uniform. The distal portion of the hub was still molded to the cannula body. Functional inspection was not possible due to the damage to the needle. A device history record review was performed, and no relevant findings were identified. The report of a separated needle hub was confirmed by complaint investigation of the returned sample. Visual examination revealed the hub was partially separated. A device history record review was performed and no relevant findings were identified. Based on the sample provided, design caused or contributed to this event. Further investigation of this issue is being performed under a CAPA. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the plastic hub detached from the puncture needle during removal and remained on the patient's skin." No medical intervention was required. No patient harm. The patient's condition was reported as "unchanged". It was reported the device was in contact with softasept disinfectant.